Event description:
It was reported that the patient was experiencing an overstimulation sensation. The patient's therapy was not working as expected. A shocking/jolting sensation was noted. The patient was feeling too much stimulation (shocking) when they sat down. They had decreased stimulation this past week from 6v to 4.8v and was doing ok with the shocking sensation. The stim was comfortable but then the patient experienced leaking. The patient had seen the physician yesterday (2012 (B)(6)) and they had increased stimulation from 4.8v to 5v. The patient had shocking sensation at 5v whenever she sat down. The patient requested help with reprogramming. Follow up information noted that the setting was adjusted and the patient was now feeling the stimulation appropriately.

Event description:
Additional information received noted the patient was not able to adjust stimulation. It was confirmed that the device was on and settings were at program 1 - 5.5. A loss of therapeutic effect was noted. They were not sure if the device was working properly. 2 weeks ago the ins was turned up and the patient was crying in pain so it was turned down. Now, they did not know if it was functioning because the patient was not feeling anything. It was noted that the patient was on a water pill when they had increased tissue swelling. The patient was given one today so they wondered if that was why they thought the device was not working. They knew how to adjust the stimulation sensation if need be. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v817056 serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).